Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, it was observed that the needle was pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process has been received. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle had pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the returned photo, it would not be possible to penetrate the vein if the product had needle pierced through the catheter. Therefore, the probable root cause for the reported defect could be due to the user having partially withdrawing the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd neoflon¿ IV cannula needle pierced through the catheter while inserting it, and the tip broke. The following information was provided by the initial reporter: "in pediatrics department, nurse was inserting the cannula, while insertion tip of cannula is broken and peel back."